Event description:
Related MFR reference: 2030404-2013-00024, 2030404-2013-00025, 3005188751-2013-00047, 3005188751-2013-00048. During a ventricular tachycardia (vt) ablation procedure performed using a safire blu duo ablation catheter, a cardiac perforation occurred. The physician placed an inquiry steerable diagnostic catheter in the coronary sinus for mapping purposes and performed transseptal puncture with a fast cath transseptal guiding introducer and a brk transseptal needle. The fast cath introducer was then replaced with a swartz braided transseptal guiding introducer, through which the safire blu catheter was advanced into the left ventricle to create geometry. Approximately 20 minutes into mapping, the pt became hypotensive. A transthoracic echocardiogram was performed, revealing a pericardial effusion. Protamine was administered and the physician performed a pericardiocentesis to stabilize the pt. The physician was unable to determine the location or time of the perforation but indicated no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the root cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any transseptal procedure.